Event description:
It was reported that the handle would not open after it was fired. Closed on tissue and had to try open to get off tissue. Clip was loose on vessel and was not closed all the way. There was no patient consequence.